Event description:
It was reported that during a da vinci assisted pulmonary lobectomy, the patient was burned when using the "long extended tip" and the erbe generator. The customer was unable to confirm if the instrument was third-party manufacturer product or not. The procedure was completed robotically. The location and severity of the burn injury is unknown. The customer stated that the erbe generator activated while undocking from the patient, which caused the patient to get burned.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) visit was performed and there were no issues found with the erbe generator; however, the fse replaced the generator. The erbe generator was returned to isi for failure analysis (fa), but fa could not reproduce the issue. The unit was tested on an in-house system and energized and cauterized on all ports and recognized instruments. Section d10 concomitant products: it is unclear which, if any, da vinci instrument the customer was implicating by stating this event occurred with the "long extended tip." It is possible the customer was pointing to a third-party electrocautery pencil with an extended tip. However, there were two long bipolar grasper instruments (part number: 471400-10) used in the procedure. One long bipolar grasper instrument (lot #: k10240327-0051) has not been used since the reported event despite having 7 lives remaining. The other long bipolar grasper instrument (lot #: k10230515-0085) was last used on (B)(6) 2024 and has 0 lives remaining. It is not known if either of these instruments caused or contributed to the burn injury. A system log review did not reveal any system errors that would have caused or contributed to the reported event.